Manufacturer narrative:
No medical device / no images of the medical device are available, because the affected components were sent by the user to an external laboratory. The manufacturing protocols of the affected products were checked. These show no deviations. Section 8 combinability of the IFU describes "[...] The hip heads of the implantcast (B)(4) may not be used or combined with prosthesis components of other manufacturers. [...]" In the present case it is reported that the ic - head was combined with a hip cup of another manufacturer. By means of the data at hand, a technical cause for this error pattern cannot be determined.

Event description:
On 28.10.2020 the implantcast (B)(4) received the following message: "removal of implant due to dislocation of hip. Stem and cup replaced. Cup form another company."